Event description:
It was reported the colonovideoscope had something stuck in the biopsy channel. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of something stuck in the biopsy channel was confirmed. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. The brush was unable to be passed though. The foreign material was possibly not removed since the reprocessing was not conducted properly. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.